Event description:
Reported via clinical study. It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the patient experienced a pe with signs of pericardial tamponade requiring blood transfusion and pericardiocentesis. The patient required hospitalization or prolonged hospitalization in response to the event.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the patient experienced a pe with signs of pericardial tamponade requiring blood transfusion and pericardiocentesis. The patient required hospitalization or prolonged hospitalization in response to the event. It was further clarified through a good faith effort that the reported event of pe and cardiac tamponade (requiring intervention) was noted to have occurred prior to any watchman devices (watchman access system or the watchman flx pro closure device and delivery system) had entered the patient body. This event was further reviewed by boston scientific medical safety and was determined to have been reported in error; therefore, this event is withdrawn.

Manufacturer narrative:
B5: information added. H6 patient code updated from pericardial effusion and cardiac tamponade to no clinical signs symptoms or conditions h6 impact code updated from hospitalization or prolonged hospitalization, additional device required, and blood transfusion to no health consequences or impact.